Event description:
Reporter alleged obtaining the results of 176 mg/dl, 269 mg/dl, 132 mg/dl, 144 mg/dl, 196 mg/dl and 130 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.